Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was longboarding and the screen and the buttons on the pump are broken. Customer's blood glucose was 9.1 mmol/l at the time of the incident. Customer had a cracked screen, discoloration, and scratched buttons. Customer stated that he fell off his longboard. Customer stated that he landed on the pump and the screen is cracked. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.